Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02776. Section g. Box 5. 510(k).

Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is forcefully retracted against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. Further evaluation revealed an additional proximal fracture and multiple kinks throughout the length of the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and a benchmark bmx96 access system (benchmark max). During the procedure, while advancing the jet7 through the cavernous segment of the ica to the make the first pass, the physician experienced resistance and decided to retract the jet7. Subsequently, upon retraction, the jet7 had fractured. Therefore, the benchmark max containing the fractured jet7 were removed. The procedure had ended at this point and the physician was able to achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.